Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainer caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth damage which the customer stated resulted in extraction of the tooth. As per CAPA (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
On (B)(6) 2020 the customer reported that they require tooth extraction due to damage while wearing the retainer. The customer was not able to provide the impacted tooth number. It is unknown if the aligner treatment was discontinued.